Manufacturer narrative:
(B)(4). Concomitant medical products: 00598003701, stemmed tibial component precoat size 3, 61603707. 00597206532 , all poly patella size 32 mm dia. Standard 8.5 mm thickness, 61612169. 00596203210, ng lps-flex fixed prolong art surf, 10mm, 61631571. The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:

Event description:
It was reported by the patient legal counsel that the patient underwent an initial right knee arthroplasty and was subsequently revised due to pain approximately two years post implantation. No additional information is provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evaluation.